Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7077895/7077719.

Event description:
It was reported that the patient had inadequate pain relief. The patient underwent an explant procedure wherein all device components were removed and discarded by the medical facility.